Event description:
I.m. Nail broke distally six months post surgery which required surgery to replace. Eval of the x-rays by dr. Zirkle shows a non-union with motion at the fracture site.

Manufacturer narrative:
Device MFR date: 10/04/2005 or 01/11/2007.